Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent resetting failure. Physio replaced the programmed system pcb and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would intermittently reset itself during pt calls. There was no further pt or event details provided for the occurrences.